Event description:
During a remote follow-up, under-sensing was detected on the device. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was resolved by reprogramming.